Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information, the device was explanted and replaced due to pump and tubing malfunction. The physician claimed they may have damaged the tubing while trying to get to the pump during the revision surgery.